Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon, consistent with a leak while in the anatomy. The balloon was loosely folded, consistent with being inflated as reported. During functional testing, the reported rupture was confirmed. A new indeflator, filled with water, was used to pressurize the balloon. Water leaked out of a radial rupture, .5 mm in length, 1.7 cm distal to the proximal balloon shoulder. Scanning electron microscopy (sem) analysis was performed, and the results suggest that the balloon rupture may be attributed to mechanical damage to the outer surface of the material. Based on the reported information, the lesion was described as being calcified, which likely contributed to the reported rupture. There was no reported leak noted during preparation for use, further suggesting the damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the balloon ruptured at 7-8 atmospheres during treatment of a lesion located in the popliteal artery described as calcified. There were no adverse patient effects. The device was withdrawn without further incident. Though requested, no additional event or patient information was provided.